Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked. This was observed when the nurse opened the overpouch. The fluid restrictor was found to be detached from the tubing. The device was filled with 1250mg vancomycin in 0.9% sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: the device was manufactured from october 22, 2019 - october 23, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph underwent inspection which shows a leak that was caused by a detached tubing at the junction of the white flow restrictor. The reported condition was verified. The cause of the condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.